Manufacturer narrative:
A boston scientific field representative performed a device interrogation and provided the device information to this patient's physician. The clinical observations have been documented and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient received a shock for atrial fibrillation (af) with rapid ventricular response (rvr) and experienced a syncopal event. The caller was requesting a boston scientific representative to come interrogate the device. No adverse patient effects were reported.